Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed; the lock levers were found to be broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. The subject device was unaccounted for in the total devices reported by the customer but this report captures the event associated with an additional device returned with related devices. There was no patient involvement during these events. This report is 15 out of 15. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
A1-patient identifier- (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported cleaning tube connection issue could not be determined, however, it is likely that the issue was the result of a damaged cleaning tube lock lever due to an external load/applied force in the wrong direction. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported cleaning tube connection issue could not be determined, however, it is likely that the issue was the result of a damaged cleaning tube lock lever due to an external load/applied force in the wrong direction. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.